Event description:
It was reported that the user was unable to remove the connector and cartridge during a supply change, noting the connector would not turn fully and required pliers due to weak grip strength; a caregiver assisted and the supply change was completed successfully without alerts or alarms. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact, no medical intervention, and no interruption of therapy beyond the supply change. Investigation included complaint history review and user troubleshooting and education. Investigation of this case revealed that the device and connector functioned as designed once adequate torque was applied and user assistance was provided. It was concluded that the event was related to use difficulty attributable to reduced grip strength rather than a device malfunction.